Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6, h10, h11. Corrected data; d1, g1, h4.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the batteries and the issue was resolved. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run test. The battery runtime test was 114 minutes. Minimum runtime spec is 135 minutes. There was no patient involvement, and there was no adverse event reported.